Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported ventricular fibrillation could not be determined through this evaluation. Moreover, review of the log files submitted by the account confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. It was reported on (B)(6) 2019 that the patient had ventricular fibrillation and low flow. The account did not indicate that there was a correlation between the patient¿s ventricular fibrillation and low flow events. The submitted controller event log file contained data from (B)(6) 2019 9:17 am ¿ (B)(6) 2019 10:44 am and captured several low flow controller fault flags from 9:18 am ¿ 12:19 pm on (B)(6) 2019, some of which lasted long enough to trigger active low flow hazard alarms from 11:46 am ¿ 11:55 am. The low flow events were associated with calculated average flow values of 2-2.4 lpm. Several pi events also occurred during the time of the low flows. The data recorded on (B)(6) 2019 from 9:53 am ¿ 10:44 am showed that calculated average flow values increased and remained consistently in the range of 4.4-4.9 lpm with no pi events captured. Despite the momentary low flow condition on (B)(6) 2019, the system appeared to be operating as intended. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed ventricular fibrillation. No further or additional information was provided.